Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Customer treated their low blood glucose with juice. Customer advised they attempted to fill the tubing and received the alarm. Customer declined to troubleshoot the insulin pump.